Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was unknown. The customer stated the battery was not previously used. This is the second occurrence of replace battery alert without a low battery warning. Customer stated insulin pump had blank display and power loss alarm. Customer stated they received a new battery cap and insulin pump keeps turning off. Customer stated display was returned. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly.